Event description:
It was reported that although the pt is receiving stimulation, he does not feel he is getting complete relief from his scs system. A sjm rep was unable to resolve the issue with reprogramming. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.